Manufacturer narrative:
Visual inspection of the returned product showed that the lens was stuck inside the cartridge. The cartridge was returned and visual inspection shows that there is no visible damage. Clear surgical residue/debris on the product. Conclusion: no conclusion can be drawn. Based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector was not returned for evaluation.

Event description:
The reporter stated that the surgeon attempted to insert an aq2010v three piece silicone lens and the lens stuck in the cartridge. Patient contact, no patient injury.